Manufacturer narrative:
Product investigation summary: the complaint condition for the 2.0mm drill bit (323.062 lot number 9261791) was likely caused by several uses and possibly a collision with particularly dense bone; however, this complaint is likely not a result of any design related deficiency. The 2.0mm drill bit (323.062) is an instrument routinely used in several systems including the 2.7mm variable angle locking calcaneal plating system. The device was returned and reported to have broken during surgery. This condition is confirmed; the most distal tip of the drill bit is broken along a jagged fracture surface. It is likely that the drill bit was used in several different cases leading to this complaint condition. It is also possible that the drill bit may have been used to drill through particularly dense bone. The device was manufactured in november, 2014 and is less than a year old. The balance of the device is in good condition with very little visible signs of wear. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The lot number provided could not be verified; therefore, further investigation cannot be performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 25.nov.2014, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing olecranon surgery and while drilling through the guide, the drill bit broke. All of the pieces were retrieved and there was nothing that remained in the patient. No surgical delay. This is report 1 of 1 for complaint (B)(4).